Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The pump was intended to be programmed to deliver an unspecified volume of total parenteral nutrition at a rate of 45ml/hr and the delivery was started. No further programming parameters were provided. After approximately two hours and thirty minutes, it was noted that the patient received a total volume of 1100ml. It was reported that the pump had inadvertently been programmed to deliver a 455ml/hr, instead of the intended 45ml/hr. The therapy was stopped. The patient's blood glucose level was 465mg/dl. The patient experienced "slight respiratory difficulty and some nausea, but no permanent harm." Unspecified medical interventions were provided. There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The customer contact reported the event was a result of an operator error in programming the device.